Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure to treat urinary incontinence on (B)(6) 2007 and mesh was implanted. It was reported that during an examination for cancer follow up in (B)(6) 2020, the clinic revealed new diagnosis of mesh erosion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/27/2020. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.